Manufacturer narrative:
Report source: foreign country: (B)(6). Please reference related report: 3012307300-2020-01867 for cadd extension set.

Event description:
Information was received indicating an occlusion alarm was triggered during the change (during purging) of a smiths medical cadd extension set used to deliver veletri. It was reported that the set was positioned correctly and in the right direction. Per reporter it was reported that it was "visually noticed that the cadd set was not permeable." No adverse patient effects were reported.